Event description:
Additional information indicates that intermittent loss of capture and an increase in capture threshold was observed via remote transmission. Programming changes were made and the patient was stable following.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented, loss of capture was observed on the right ventricular channel. Programming changes were discussed.